Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed although requested, patient demographics not provided.

Event description:
The customer reported that the lipid infusion was noted to be leaking between the nonbd connector and the filter tubing while connected to a patient in the nicu. There was no harm although the patient received a portion of the medication.

Manufacturer narrative:
The customer¿s report of leaking between the non-bd connector and the filter tubing due to a buildup of pressure from the filter was not confirmed. Visual inspection of the returned infusion sets found no damage or any other issues with any of the components. Functional and pressure testing did not result in leaking. The root cause for the reported event was not identified.

Event description:
The customer reported that the lipid infusion was noted to be leaking between the nonbd connector and the filter tubing while connected to a patient in the nicu. The event reportedly was due to a buildup of pressure from the filter. There was no harm although the patient received a portion of the medication.